Manufacturer narrative:
The product was returned for analysis. Upon completion of the product evaluation, a supplemental report will be sent with the investigation results. A device history review was initiated. Upon completion, a supplemental report will be sent with the investigation results. Potential UDI numbers are (B)(4).

Event description:
It was reported that during use of a model pe075f5 swan ganz catheter, no pacing response was received upon catheter insertion. The issue was resolved by replacing the catheter. No additional details related to the event were reported. I tis unknown if the patient had a cardiac conduction defect. Patient demographic information was requested but unavailable. There were no patient complications reported. The exact lot number was unknow but believed to be either 64568143 or 64636569.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution. For the two potential lot numbers reported, the DHR found the following information. Lot 64568143 manufacture date of 09.23.2022 and expiration date of 09.15.2024; lot 64636569 manufacturing date of 10.21.2022 and expiration date of 10.17.2024.

Manufacturer narrative:
Our product evaluation lab received one bipolar pacing catheter with attached monoject 1.3cc limited volume syringe. As received, the catheter tip was found bent but no other visible damage or abnormality was observed from the catheter body, balloon, windings and returned syringe. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3cc air, and the balloon remained inflated for 5 timed minutes without leakage. The customer report of a pacing issue was unable to be confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.